Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. Device evaluation of electrode belt sn (B)(4) was completed at the distributor. The reported problem (adjust belt messages, damaged belt cable) has been investigated. Upon investigation the electrode belt trunk cable connector was damaged and the belt was unable to complete incoming functional testing. The root cause for the damaged trunk cable connector was physical abuse. No adverse event resulted from the defective monitor and electrode belt. Monitor sn (B)(4) mfg. Date: 03/11/2015. Belt sn (B)(4) mfg. Date: 10/29/2014.

Event description:
A us distributor reported that a patient was receiving frequent "adjust belt" messages and that the patient's monitor had a damaged electrode belt connector.